Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6) lost effective stimulation. Impedance issues were noted for several lead contacts during a recent clinical visit. Surgical intervention was undertaken for further interrogation. Intraoperative testing isolated the issue to the patient's extension. As such, the device was explanted and replaced. No further impedance issues were noted, and effective stimulation was recaptured for the patient following the procedure.